Event description:
Dr. Reported that after he had entered the peritoneal space, he was pulling back when the needle flew off and splashed peritoneal fluid all over his face. The needle separated from the red protector at the hub. Pt had hepatitis c, so dr. Had a blood test done. Not sure of the lot number actual product used; lot reported was taken from product on the shelf. Actual product used not available for evaluation.

Manufacturer narrative:
No complaint sample was provided for evaluation. A review of the complaint report identified a potential root cause for the failure mode. Per the report, the syringe was not lightly secured to the needle hub. The product instructions caution the user to "ensure all luer-lock connections are secure before using device." A review of all applicable documentation did not identify any issues that may have contributed to the failure mode. The investigation did not identify any definitive root causes since a complaint sample was not provided for evaluation. This information will be entered into the complaint tracking system for trending purposes.